Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was at a store pushing a shopping cart when she started ¿getting shocks¿ in her right hand. It was noted that the shock traveled up her right hand. It was further noted that "someone mentioned to the patient that there were magnets in the wheels of the shopping carts." It was noted that the shock did not resemble a static electric shock and that it was ¿quite substantial.¿